Event description:
Customer reported a pod he was not sure was delivering insulin. Customer stated after 24 hours of use his blood glucose (bg) was consistently at 295 mg/dl despite the repeated bolus insulin doses he was delivering. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.